Event description:
New information received notes that corrective programming was note performed due to the patient's prior settings. The patient will continue to be monitored. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.